Manufacturer narrative:
Used 01-dec-2018 as event date as there was no date provided. (B)(6). Device is a combination product.

Event description:
It was reported that the shaft break occurred. The target lesion was located in a coronary artery. A 3.50x20mm synergy stent was advanced to treat a target lesion. However, before reaching the artery, the stent broke off. The device was removed and the procedure was completed with the different device. No patient complications were reported.

Event description:
It was reported that the shaft break occurred. The target lesion was located in a coronary artery. A 3.50x20mm synergy stent was advanced to treat a target lesion. However, before reaching the artery, the stent broke off. The device was removed and the procedure was completed with the different device. No patient complications were reported. It was further reported the medwatch report is #(B)(4).

Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no date provided. Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 920 mm distal from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.